Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. H3 other text : device was not returned to manufacturing facility.

Event description:
It was reported on a customer survey that the pump does not alarm for secondary infusion issues, if a primary is hanging. There was patient involvement, but the outcome is unknown. Although multiple requests were made, no additional information was provided by the customer.